Event description:
It was reported that while the ventilator was connected to a pt, it displayed a tidal volume of approximately 2000 ml. The pt was transferred to another ventilator. (B)(4).

Manufacturer narrative:
(B)(4).